Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device deliver any staples? Yes. Were the staples malformed? No. How did the device not staple properly? No more information. Was there any post-op or intra-op change due to the extension of the procedure? No.

Event description:
It was reported that during an unknown procedure, the device did not staple properly during anastomosis that caused extension of the operative time. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the case is declarable. The operator tightened the stapler as usual to perform the ileoanal anastomosis, except that there was no usual "click" and the staples were not delivered. The mechanical anastomosis could not be made. The operator was therefore forced to perform a manual anastomosis with mucosectomy. The operation had to be extended by one hour, for a usual duration of 5 hours.

Manufacturer narrative:
(B)(4). Batch # n54h91. The analysis results found that the ecs29a device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due to the damaged to the knife does not allowed the knife to be fully retracted into its home position. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.